Manufacturer narrative:
Concomitant medical products: 250ml hospira infusion bag (lot 80-081-jt exp 1aug2019). 250ml hospira infusion bag of (lot 75-066-jt exp 1mar2019) sodium chloride injection usp. The customer¿s report of a leak at the connection between the secondary set and the primary set was not confirmed. No anomalies were observed on the sets during visual inspection. Functional testing did not replicate any leaks at the connection. Pressure testing also resulted in no leaks throughout the set. The root cause of the reported failure could not be determined.

Manufacturer narrative:
Gtin/UDI number for item 70001b-07t, lot 17076479 is 10885403240997. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak where the secondary tubing connects to the primary tubing. The secondary was infusing doxorubicin (adriamycin) 43 mg in 250ml of sodium chloride 0.9% at 11.31 ml/hr which was noted to be leaking after 12 hours and 9 minutes of use. The primary infusion was sodium chloride 0.9% infusing at 100 ml/hr. The rn found gauze and tape placed around the secondary set cap and the chemotherapy medication was noted to have leaked on the gauze and floor. The cap appeared to have a small orange colored (chemotherapy medication) piece of plastic or break. There was no patient harm.